Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The reporter has declined to provide abbvie further information regarding event, product, or patient details. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient off label in the forehead with juvederm vista voluma xc. Approximately four months later the patient experienced ¿swelling, lump and pain consistent with the injection site¿ which the hcp diagnosed as ¿delayed foreign body granuloma.¿ biopsy was not provided. The patient was treated with ¿hyaluronan lytic enzyme and cured by oral administration of prednisolone for 2 months. Start with an outpatient maximum dose of 30/day, gradually reducing the dose.¿ symptoms status is unknown.